Event description:
The PICC line was placed for the administration of fluids into an average sized female patient with other health complications in 2006. The patient was positive for dvt 5 days later.

Manufacturer narrative:
Evaluation: no product or lot number information was provided to assist in this investigation. Unfortunately, at this time it is not possible to determine why this difficulty was experienced. Things to consider that may have contributed to the thrombus are the catheter, the size of catheter or the health complications that were mentioned, but not explained in the complaint summary. Per our instructions for use (IFU) we do state: "preliminary reports indicate that catheter sizes can influence clotting; larger diameter catheters have more tendency to promote clots."